Event description:
Quattro suture passer needle tip broke off during an arthroscopic rotator cuff tear repair surgery. It was reported that the broken pieces was not retrieved.

Manufacturer narrative:
Quattro suture passer needle tip broke during rotator cuff tear surgery. The needle is made of nitinol. The broken piece was about 3mm. The remaining of the complaint device was received and visually evaluated both with the naked eye and under magnification. Nothing appeared unusual on the remaining piece. When penetrating a very thick tissue, the tip of the needle could be potentially diverted from its travel path and hit the top jaw of the passer instead of the trap door of the passer. This could damage the needle tip and cause the breakage as reported. Complaint record, (B)(4) was opened to investigate this incident. Also, cayenne medical will continue to track any related complaints as a means of monitoring the extent with which this complaint is observed in the field.